Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. The device had a stored episode of pacemaker mediated tachycardia (pmt), which the algorithm successfully terminated. Technical services (ts) reviewed the episode and provided reprogramming settings. No adverse patient effects were reported. This crt-d remains in service.